Event description:
It was reported that during a lap. Tubal ligation, the device was leaking. Replaced with another device. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.